Event description:
It was reported that this was a vessel closure of an unknown vessel using three prostyle devices. Reportedly, the needles came out without the sutures. An unknown method was used to achieve hemostasis. No additional information was provided. The date of event is estimated as( B)(6) 2022 as this is the day before the abbott alert date.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.